Event description:
The customer reported the trach was in for a short time, about 3 days from the time it was placed. Customer reported that during first morning ventilator check, that the inner cannula was hanging out. Upon first examination, it was discovered that the outer cannula had broken off so the inner cannula was unable to stay in. Upon further discussion, the customer reported that it was the snap lock that had broken off so the inner cannula would not stay in place. Customer reported that the trach tube was removed and replaced, but the airway was already compromised and pt expired.

Manufacturer narrative:
Covidien is attempting to obtain additional info regarding the events surrounding the circumstances of this report. The customer reported that the sample was discarded. Without the complaint sample, a full sample analysis cannot be performed however, we will investigate this matter to the best of our ability with the info that is provided.